Manufacturer narrative:
(B)(4). The product analysis determined, ¿one of the blades is broken next to the pin hole. The fragment was immediately recovered and was returned. A corroded zone is observable on this part of the instrument and suggest the presence of a crack anterior to the breakage. No material or manufacturing defect was found. The lot etching has been erased. Considering the localization of the rupture and the evidence of a crack prior to the breakage, the most probable cause is the recurrence of excessive efforts when closing the blades, during the life of the instrument.¿ (B)(4)

Event description:
It was reported "in the or, one of the blades of the scissors (at the tip of the laparoscopic instrument) broke (outside of the pati ent)¿breakage of the blade in the operating room but not in the surgical field. The fragment was immediately recovered and the instrument was replaced for the intervention. No patient impact and no delay in surgery.¿